Manufacturer narrative:
A ge rep evaluated the system and performed a filmless beam alignment. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the beam exceeds visible image by 6.1% in mag mode. No pt injury was reported.